Event description:
The manufacturer received information alleging the screen is not working since customer cleaned it. Customer stated she cannot unlock the screen, get into the provider mode, or shut the device down. Customer stated she unplugged the device, but nothing happened. Customer was asked what she cleaned the screen with. Customer stated it was surface wipes. Customer was informed of what is recommended for cleaning per the manual, and she stated she would try that. Customer also informed she can remove the detachable battery and let the internal battery drain then allow the device to sit unplugged. I informed her if that does not work, she will need to send the unit in for repair. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.